Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an aneurysm using gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2025, the patient was taken to the hospital due to intense back pain. A new dissection on the distal edge of the device(dsine) was observed. A reintervention was performed, additional stent grafts were placed distally. The patient tolerated the procedure. The physician reported that the vessel wall may be fragile.

Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of imaging evaluation. <imaging evaluation summary> the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The image(s) received cannot be used to perform an imaging evaluation due to the insufficient data and/or poor quality of the image(s) provided. Due to the lack of dicom imaging, unable verify the origin and type of disease process visualized. The imaging evaluation performed by a clinical imaging specialist showed the following: a disease process can be seen. Unable to confirm if it is aneurysmal or a dissection. Disease process can be visualized. Post reintervention. Disease process no longer seen. Non-contrast view of reintervention with previous ctag. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited too; dissection.